Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00564. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod packing coils (podjs) and pod8s. During the procedure, while advancing a podj through a lantern delivery microcatheter (lantern), the podj coil pusher assembly became kinked. Consequently, the podj unintentionally detached inside the lantern; therefore, the lantern was removed and the detached podj was flushed out. The lantern was then re-inserted into the patient¿s body and the scrub technologist attempted to advance a pod8 through it. However, while advancing the pod8 through the lantern, the pod8 pusher assembly became kinked and the pod8 unintentionally detached inside the lantern. Therefore, the lantern was removed and the detached coil flushed out. The lantern was re-inserted into the patient¿s body and the procedure was completed using 18 pod8 and podj coils, and one ruby coil. There was no report of an adverse effect to the patient.